Manufacturer narrative:
Visual examination of the returned device revealed that the basket/ wire assembly and inner sheath were detached and removed from coil/ handle assembly. The distal end of coil assembly was buckled and presented side car- rx pushback. The basket wires were bent and unevenly spaced and the tip was intact. The thumb ring and finger ring had been separated from the proximal end of the handle assembly. An examination of the thumb ring and handle assembly energy directors presented evidence of proper ultrasonic welding during assembly process. Pull-wire was found to have failed and broken from the distal the end of handle cannula. Both ends of the fractured wire were necked down and broken into a v shape indicating that the wire most likely sheared apart. The evaluation concluded that although it cannot be determined precisely how the pull wire failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore the most probable root cause is ''undeterminable." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints have been reported for lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician introduced the lithotripter basket to the bile duct, the sheath detached near the handle of the device, and as a result, the opened basket inside the patient was not able to be closed. The device became stuck in the bile duct. Forceps were used to remove the device from the patient by pulling on the detached sheath. There was no stone inside the basket, and no stone was able to be captured in the basket at all during the procedure. The procedure was completed with another lithotripter basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the physician introduced the lithotripter basket to the bile duct, the sheath detached near the handle of the device, and as a result, the opened basket inside the patient was not able to be closed. The device became stuck in the bile duct. Forceps were used to remove the device from the patient by pulling on the detached sheath. There was no stone inside the basket, and no stone was able to be captured in the basket at all during the procedure. The procedure was completed with another lithotripter basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".